Manufacturer narrative:
(B)(4). Although it was initially reported that the device would be returned for analysis, the device was not received. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The other proglide device is being reported under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, the proglide device was advanced until a continuous drip of blood was present from the marker lumen. The device was positioned at the correct angle, 45 degrees, and the foot was deployed. The device was positioned against the arterial wall; however, blood marking would not cease. The vessel was re-wired and the proglide device was removed. A second proglide device was used with the same results. The second proglide device was removed and a 6fr sheath was placed in the artery then removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.